Event description:
Voluntary medwatch received states that the patient's right ventricular (rv) lead exhibited high capture threshold. No intervention and no additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5163154.